Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that the patient felt strong jolting like sensations when sitting in to the car. After that, the patient reported device to run with reduced power. After that, the patient felt pain increasing and received shocking feelings that were not related to movements. The environmental, external, and patient factors that may have caused the event were noted as unknown, but the patient was sitting in a car and after that lifting branches from the ground. They read device information at the clinic and a new communicator was given from the hospital. The issue was not resolved at the time of the report. The manufacturer representative (rep) will obtain information from the healthcare provider (hcp). The patient felt that the communicator was the source of the problem. No surgical intervention occurred nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
G2: the country of the event is fi medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient experienced strong jolting like sensations in a car on 2024 (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the cause of the shocking/jolting was not determined, it did not happen again and nothing has been done to resolve it. No actions were taken to resolve the increasing pain, it seemed to have resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the shocking was not determined. The action taken was changed the communicator and talked about stimulation. Patient couldn¿t yet confirm if the event was resolved. The cause of the reduced power was ins reducing power to paresthesia lower level was thought. Actions taken to resolve the increasing pain was not known. Patient was asked to keep the device recharged. Waiting for patient feedback.